Event description:
Physician ordered removal of penrose drains, 2 side by side post surgery. Trained nurse and competent in removing drains attempted to pull them out, felt some resistance. Repositioned pt totally supine and attempted to gently, steadily pull on them and they suddenly snapped off. They were approximately 3 to 4 in long. Initially, approximately 1 inch of the drains extended above the skin. Physician took pt to surgery to remove remaining drains. Upon removal, the penrose drains were noted to be tucked within the deep pelvis on the right side. It was easily removed. The physician could not explain why they could not be removed from the skin side. Upon removal, the wound was copiously irrigated with a diluted solution of gentamicin. Three #1 ethicon sutures were replaced and the skin was closed with metal clips.